Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The patient was unable to confirm when the meter issue began, but it was in the morning at 9.15 am, whilst at a doctor¿s appointment, she alleged that she obtained an alleged inaccurately high blood glucose result of ¿180 mg/dl¿ on the subject meter compared to ¿150 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. At this point the patient, was not willing to answer any more questions, and the pharmacist stepped in. The pharmacist was unable to confirm how the patient manages her diabetes. She reported that, the day prior to the patient obtaining the alleged inaccurate high, she was at the hospital for ¿physical therapy¿, and developed symptoms of ¿dizziness¿, and was advised to drink some ¿orange juice¿. At this stage, the pharmacist dropped the call, and despite attempts to call back, the customer could not be reached. During troubleshooting, the csr noted that the patient had used an approved sample site to obtain the blood samples. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.